Manufacturer narrative:
Article website: http://jnis.bmj.com/content/early/2014/07/03/neurintsurg-2014-011281.full off label use: treatment of posterior circulation aneurysms (vertebral artery aneurysm). The pipeline¿ embolization device is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a result of medication non-compliance. Mdrs from the same article MDR# 2029214-2015-00922 (case 1), MDR# 2029214-2015-00923 (case 4), MDR# 2029214-2015-00924 (case 6), MDR# 2029214-2015-00925 (case 7).

Event description:
Medtronic ((B)(4)) received information from literature review that one patient experienced periprocedural stroke. The patient was treated for a vertebral aneurysm with 2 pipeline devices and had no obvious angiographic abnormality during ped deployment, but postoperative examination and imaging demonstrated an ischemic stroke; clinical follow-up 2 years later showed no significant residual deficits with mrs score of 1. No intracranial hemorrhages or delayed ruptures were seen. No more information will be available. In this article, the authors presented their posterior circulation flow diverter experience, outcomes, and morbidity in comparison with recent studies. A retrospective chart and imaging review of six patients with seven aneurysms in posterior circulation vessels, treated with flow diverter technology was carried out. It was concluded that flow diversion may be a possible treatment in carefully selected patients with high-risk atypical posterior circulation aneurysms, with poor natural history and no optimal treatment strategy. Symptomatic and fusiform large aneurysms appear to carry the highest risk. Further studies are necessary to assess the role of flow diversion in the posterior circulation. Citation: toth g, bain m, hussain ms, et al. Posterior circulation flow diversion: a single-center experience and literature review. J neurointerv surg. 2015 aug;7(8):574-83. Doi: 10.1136/neurintsurg-2014-011281.